Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is in a valid radio frequency (rf) overuse condition, with the patient's at home monitoring system. There were 16 incomplete rf connections to which attributed to battery depletion from approximately 11.25 years to approximately 7 years remaining. A healthcare provider (hcp) was going to discuss this issue with the physician. No adverse patient effects were reported.